Event description:
It was reported that the unit had been sent in for repair for an unknown reason. It was noted outside of surgery at biomed/cssd check the unit handle would not fit. There was no reported patient involvement, harm, or delay. Due diligence is completed; no additional information.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. G2: foreign: australia. Review of the most recent repair record identified the following related repair: the handle was not fitting. The bottom roll and ratchet gear were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event a definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.